Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation, device backup vvi issue was observed. Device issue was resolved and reverted to normal device programming and functioning. Patient had no adverse effects and was stable prior, during and post follow up visit.